Event description:
Country of complaint: (B)(6). Inner foil was welded with out foil.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Manufacturing site evaluation: samples received: 1 open unit. There are no previous complaints of this code/batch. There are no units in OEM stock. We have received 1 open sample (only 2nd pack open). This sample has no aluminium pack stuck to the film plastic. But, there are signs that show that first pack was sealed to second pack in the 4th sealing before opening. This is due to an accidental effect in the welding machine and this unit was not sorted out by the personnel involved in this process. This is an accidental and isolated problem and entire batch was not effected. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils OEM requirements. Final conclusion: the complaint is corresponding (justified). Corrective/preventive actions: OEM has opened corrective action to avoid this in the future.